Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that, after using a bioraptor suture anchor for a primary lateral ligament reconstruction of an ankle ((B)(6) 2018), the patient developed secondary sepsis. On (B)(6) 2019, the anchor had to be removed due to inflammation and pain. Although no pathogen was identified in the infection site, the patient was treated with a washout of the wound and intravenous antibiotics. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Device is not being returned for evaluation. Due to the nature of the complaint a review of the sterility records for the lot number in question was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters (see attachment). The risk management documentation was also reviewed and found to contain this failure mode within the risk file , no updates are required. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution. In conclusion: without supporting clinical documentation and given the manufacturing records confirmed sterility conformance, a mal-performance of the implant could not be supported and the root cause of the s.a. Infection could not be definitively determined. Extrinsic factors, latent infection and/or hematogenous spread could not be ruled out as possibly contributing to the reported infection/secondary sepsis. The patient impact beyond the reported symptoms, secondary sepsis and subsequent therapies/surgical procedures could not be determined, as the patient outcome was reportedly ¿unknown¿. No further medical assessment could be rendered at this time.